Event description:
A customer reported experiencing a cartridge alarm 30 during the load process due to not waiting for the prompt to remove a used cartridge. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support educated the customer on the proper procedure and confirmed multiple alarms with consecutive cartridges. They resolved the issue by arranging for a replacement pump to be sent and instructed the customer on returning the problematic pump, ensuring continuity of insulin delivery using multiple daily injections (mdi) as a backup therapy.